Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated sodium result for one patient sample while running on the alinity c processing module. The customer reported the elevated sodium result to the general practitioner (doctor) and the doctor advised the patient to go to the emergency department for treatment to reduce the sodium level. The sample was repeated and generated a normal result; therefore, no known treatment was given to the patient due to the normal repeat sodium result. The following data was provided: on (B)(6) 2023, initial sodium result = 186 mmol/l; repeat result on another analyzer = 140 mmol/l; 2nd repeat result = 140 mmol/l (reference range: 135-145 mmol/l) there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated sodium result for one patient sample while running on the alinity c processing module. The customer reported the elevated sodium result to the general practitioner (doctor) and the doctor advised the patient to go to the emergency department for treatment to reduce the sodium level. The sample was repeated and generated a normal result; therefore, no known treatment was given to the patient due to the normal repeat sodium result. The following data was provided: on 29dec2023, initial sodium result = 186 mmol/l; repeat result on another analyzer = 140 mmol/l; 2nd repeat result = 140 mmol/l (reference range: 135-145 mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the ict preamp (rohs) board. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict preamp (rohs) board did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict preamp (rohs) board were identified.